Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was completely broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment sticks out at the wrist. The other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing that a frayed cable was observed on the mega suturecut needle driver instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.